Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the plastic male luer came off of the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20123018 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the male luer separated from the as lvp 20d dehp 2ss cv tubing and caused leakage during use. The following information was provided by the initial reporter: "health professional called to report last night while hooking up the infusion set the plastic male luer came off of the tubing. No impact to the patient or treatment as new tubing was utilized."